Manufacturer narrative:
While the device was not returned for physical investigation. Hematoma and oozing at the access site are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. A blood transfusion and additional pressure successfully resolved the event.

Event description:
He patient has a watchman procedure was performed utilizing an mvp device and a 5f device in separate access sites. Both devices successfully performed, but upon removal of the 5f device the site felt a "little puffy" per the nurse. Additional pressure was applied and the patient was transferred to recovery. At recovery, the 5f access site had a small amount of oozing and additional pressure was held. Patient was then transferred to his room, and upon arrival a large hematoma (size 13.1 cm x 5.8 x 8 cm) was located and pressed out. The patient also received a blood transfusion. The next day the hematoma had stabilized and the patient was discharged. No further injury or complications noted.